Event description:
It was reported that: medication was found leaking from the catheter during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The customer report of a catheter body leak during use could not be confirmed based on the sample returned. The customer returned one 3-l cvc catheter for analysis. No definite signs of use were observed. Visual inspection of the catheter did not reveal any obvious defects or anomalies. The overall length of the catheter measured 218mm via calibrated ruler which is within the specification limits of 207mm - 227mm per the catheter product drawing. The outer diameter (od) of the catheter measured 2.468mm via calibrated micrometer which is within the specification limits of 2.39mm - 2.49mm per the catheter extrusion graphic. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Each extension line was connected to a lab inventory syringe and flushed, and all three extension lines flushed as intended. The returned catheter was then tested per bs en iso which states that: "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec". The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A manual tug test confirmed that all three extension lines were secure and intact within their respective luer hubs. Additionally, the IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and the lab testing performed, no problem was found on the returned catheter. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: medication was found leaking from the catheter during placement. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.